Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that on (B)(6) 2013, customer received a call for an inpatient code that lasted approximately 25 minutes. Manual CPR was performed prior to ems arrival on and off for approximately 25 minutes. Complainant alleged that an autopulse nimh battery only ran for 10 minutes. Platform was held for rhythm check. Then, the battery was dead and no other battery was used. Since no other battery was used, manual CPR was performed for another 35 minutes. The patient was disadvantaged when the battery ran for a short period of time. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Please note that the following sections have been updated: (B)(4). Please also note that the device available for evaluation was not previously recorded and therefore not provided on the initial MFR report. (B)(6) battery s/n (B)(4) was returned to zoll for investigation. The battery was placed in the battery tester, and the results indicated that the battery passed the minimum power output watts of 1300w with a reading of 1318.5w. The battery was then fully charged, test cycled and re-tested with the battery tester, where the results indicated that the battery tested above the minimum power output watts of 1300w with a reading of 1569.0. An investigation conducted using the batteries serial number, found that the battery was within its expected life span of 2-4 years. The customer reported complaint of the battery running for a short amount of time during patient use cannot be confirmed, as the battery passed testing. According to autopulse power system user guide (p/n (B)(4)) initial battery run time (nominal patient) is 30 minutes. Without the platform's archives to review, manufacturer is unable to confirm if the battery was properly charged during this event.